Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a procedure performed in on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated for the fourth time; however, it was noted that the contrast media was leaking inside the balloon. The balloon was noted to be damaged. There have been no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a procedure performed in on (B)(6), 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated for the fourth time; however, it was noted that the contrast media was leaking inside the balloon. The balloon was noted to be damaged. There have been no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 2978 captures the reportable issue of balloon damaged. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. A microscopic examination of the balloon found a pinhole over the ro marker in the proximal section. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located over the ro marker in the proximal section of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.